Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. The customer's blood glucose was over 650 mg/dl. Customer also reported having adenoma. The customer also reported they would have false low alerts when their blood glucose was 210 mg/dl. The customer will not be returning the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.